Event description:
Three devices (part#cev605-1, cev649-5b, and cev10395d) were returned to mxi service and repair.

Manufacturer narrative:
Device 2 of 3: cev649-5b (lot# 121207) - manufacturing date: december 2012. Device 3 of 3: cev10395d (lot# 121201) - manufacturing date: december 2012. The device (part#cev605-1) was evaluated and indicated that the insert was very sharply bent and jammed in the tube. One of the blades was broken. The insert was almost certainly subjected to extremely excessive force. The cev659-5b was evaluated and indicated that the tube and insert were very sharply bent. The instruments were subjected to extremely excess force. The cev10395d was evaluated and no problems were observed. Instrument was complaint with manufacturing specifications. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted in resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference #: na. (B)(4).